Event description:
A report was received that a patient's precision system has been explanted due to infection at the pocket site. The patient was treated with IV and oral antibiotics. The patient's reportedly doing well.

Manufacturer narrative:
This is the final report.